Event description:
One month following a diagnostic angiogram and angio-seal deployment, the pt developed an infection at the deployment site. A culture revealed a bacterial infection which was treated with antibiotics.